Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received failed battery alarm and blank display. The customer¿s blood glucose level 230 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer change the battery and got failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unable to determine failed battery test due to display anomaly.